Event description:
It was reported that the home patient had an unknown system error on the homechoice device during an unknown phase of peritoneal dialysis therapy. The patient was connected. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in april of 2013. The device was received for evaluation. A review of the event log was performed. There were no alarms/failure codes recorded in the event history that would indicate the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed with no issues noted. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported issue could not be identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.